Manufacturer narrative:
Device history record (DHR) - the lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock. Failure analysis - the valve was visually inspected; the stator was dislodged. The valve could not be program or pressure tested due to the dislodged stator. The valve was reflux tested and failed. The valve was dismantled and was examined under microscope at appropriate magnification: a crack in the valve casing was noted, corrosion was noted on the stator. The cam magnets were controlled and failed. The valve was flushed and no occlusion was noted. The root cause for the programing issue reported by the customer is due to the dislodged stator. The root causes for the dislodged stator could be partly due to the valve receiving a knock and the corrosion on the stator. The root cause of the corrosion could not be clearly determined. The root cause for the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the "IFU", ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the codman hakim programmable valve was implanted in a patient via v-p shunt more than 10 years ago (details unknown) with unknown settings. At the end of (B)(6) 2020, an MRI was performed, and settings were confirmed. The base plate of the valve was moved left and right and could not be changed. A damaged valve was suspected. Therefore, the valve was replaced to a new one at the end of (B)(6) 2020 (details unknown). The patient is currently in follow up.